Event description:
Subsequent to the previously filed medwatch report, new and updated information received as follows: the 2.5x32 mm non-abbott stent was placed for treatment of the perforation which was unsuccessful; however, this allowed the placement of the graftmaster stent inside that deployed stent which successfully sealed the perforation. An unknown fielder guide wire had also been manipulated into the side branch of the pda for support, manipulation of the guide wire caused a perforation of the side branch of the pda. Balloon inflations failed to treat this perforation; therefore, a gelfoam was injected into the branch shutting it down. The guide wire was removed and angiography revealed a brisk flow in the pda. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough, asahi fielder; guide cath: al1; sheath: 6fr, 7fr. Stent: 2.5x32 mm promus element. The unk fielder referenced is being filed under a separate medwatch report.

Event description:
It was reported that the 3.5x19 mm graftmaster stent was used to treat a perforation in the posterior descending artery (pda) that was under a drug eluting stent that had been deployed in the same procedure. The size of the graftmaster was too large for the pda, but was the only one the hospital had in stock. The stent implant was conservatively deployed at 11 atmospheres; however, the stent was not fully deployed and the balloon could not be removed from the deployed stent. The stent balloon was inflated again for another 1 atmosphere and the stent was deployed successfully, allowing successful removal of the balloon from the deployed stent. The graftmaster sealed the perforation successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for difficulty to deploy the stent or difficult to remove post deployment reported from this lot. Based on the information reviewed, there is no indication of a product deficiency